Event description:
It was reported that during a remote device data review, intermittent loss of capture was noted from this left ventricular (lv) lead. This lv lead has a history of increased capture threshold measurements and loss of capture which was previously reprogrammed. The physician elected to schedule the patient for an in-clinic follow-up appointment to assess the lv lead. The patient was recently seen in-clinic, where the elevated threshold measurements persisted. The device data was provided to boston scientific technical services and it was discussed that the increased threshold and elevated, but still in-range pacing impedance, were more consistent with a patient anatomy issue, rather than a lead integrity issue. At this time, the lead remains implanted and no adverse patient effects were reported. The physician is continuing with normal follow-up appointments.

Event description:
It was reported that during a remote device data review, intermittent loss of capture was noted from this left ventricular (lv) lead. This lv lead has a history of increased capture threshold measurements and loss of capture which was previously reprogrammed. The physician elected to schedule the patient for an in-clinic follow-up appointment to assess the lv lead. At this time, the lead remains implanted and no adverse patient effects were reported.